Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The noise could be reproduced with isometrics and arm movements. The patient was asymptomatic. No intervention was performed and the patient would continue to be monitored.

Event description:
New information noted that atrial lead noise was noted on auto mode switch and noise reversion episodes. Noise could be reproduced with isometric movements. The lead was electrically stable. The physician elected to take no action and would continue to monitor the patient with routine follow-up.